Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was not returned for evaluation; therefore, definite root cause cannot be completed due to the lack of information received to perform a complete investigation. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource smoking and producing a burning smell is lint igniting in the port due to improper cleaning and maintenance. The reported complaint could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) emitted a burning smell. Smoke was seen when the light cord was pulled out. According to the department, the unit was used for less than 5 minutes. It is unknown whether there was patient involvement; however no patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.